Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two months after surgery, an x-ray revealed that the 2 locking screws inserted on the outside plate had backed out of the plate and the lock had come loose. The screws inserted into the first and third holes from the outer side of the plate backed out. It is unclear which of the screws actually backed out. The patient is originally a farmer and, according to reports, resumed work three weeks after surgery without following the doctor's instructions. Revision surgery is scheduled on (B)(6)2025".

Manufacturer narrative:
Please note correction to d1 (product long description), d4 (catalog # and gtin), d9 (product available to stryker), and g1 (reporting contact). Following product return, it has been determined that this device is a bone screw. Therefore, this device is no longer reportable and will now be revised to concomitant as the event pertains to locking screws. Furthermore, MFR report # 0008031020-2025-01041 is cancelled too.

Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two months after surgery, an x-ray revealed that the 2 locking screws inserted on the outside plate had backed out of the plate and the lock had come loose. The screws inserted into the first and third holes from the outer side of the plate backed out. It is unclear which of the screws actually backed out. The patient is originally a farmer and, according to reports, resumed work three weeks after surgery without following the doctor's instructions. Revision surgery is scheduled on (B)(6) 2025".